Manufacturer narrative:
The insulin pump was received with a stripped battery cap on coin slot. The insulin pump passed the displacement, basic occlusion, occlusion, priming and excessive no delivery tests. There was no prime anomaly or error alarm during testing.

Event description:
Customer reported via phone call high blood glucose and damaged battery cap. Customer's blood glucose level was 545 mg/dl. Customer treated their high blood glucose via insulin pump. Troubleshooting for battery cap damage was performed. Customer advised they were unable to remove the battery cap using a quarter or a flathead screwdriver. Customer advised there were air bubbles in the tubing. Customer advised after a set change there were times where there would be blood present. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.